Manufacturer narrative:
Information was obtained from the complainant confirming that the reported device was not manufactured by ICU medical, but by a different manufacturer. As the event does not involve an ICU medical device, it does not meet MDR reportability criteria. This record is being closed as a non-complaint, and any references associated with mrn 3012307300-2026-03249 should be disregarded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump under delivered. The pump beeped and displayed infusion complete, but the medication was not done. The infusion was restarted but it happened again. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was no patient harm.